Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the device was returned with the is-1 tip of this lead in the header. No lead analysis could be performed, however the tip was easily removed from the device and analysis of the device did not reveal any set screw issues.

Event description:
Boston scientific received information that during the device upgrade procedure due to elective replacement indicator (eri), the atrial and left ventricular leads were removed without difficulty. When this right ventricular lead was removed, the proximal and distal coils were removed without difficult however the cathode and anode separated. The distal portion of the lead remained in the device header. An additional pace/sense right ventricular lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.